Event description:
On 05/26/1997 the account reported an erratic result for the ck-mb assay, which was run on the axsym analyzer. The sample was run on the analyzer in the primary tube and gave a result of 96 ng/ml. On 05/29/1997 the sample was retested and results of 2.8 and 2.6 ng/ml were obtained from sample cups. According to the account an alert or flag was not given with the first result. Treatment was not given based on the first result. No report of injury. Review of the message history log indicated that numerous probe crashes had occurred between 05/21/1997 and 05/27/97. The account was not sure if the correct recovery procedure had been performed or if the probes had been changed during this time period.

Manufacturer narrative:
Investigation summary: a return was not received from the account. On 6/23/97, a customer service center review of the instrument message history log indicated improper probe crash recovery after numerous probe crash messages. According to the axsym system operations manual (feb 1996, r3), damaged probes and incorrect positioning of the probes are causes of results erratic, discrepant, and/or experiencing imprecision. Assay package inserts, under limitations of the procedure, state to evaluate results in conjuction with clinical observations of the pt. Additionally, a review of the june 1997 trending report (encompassing 12 months data) was performed for u.s. Complaints against the axsym analyzer. No adverse trends requiring further investigation were found. No corrective action is required. This is the final report.